Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous left circumflex artery (lcx). The physician advanced a non-bsc guide wire to the main branch and a second non-bsc guide wire to a side branch as a protection wire. Predilation was preformed with a non-bsc balloon catheter then a 2.50x24mm promus element stent was implanted in the target lesion. The physician attempted to re-cross the protection wire before post-dilatation and felt a resistance when pulling the wire. The protection wire was removed, however, the implanted stent became elongated extending into the left main coronary artery (lmca) and was not well apposed. Using 2.0x15mm and a 3.25x10mm non-bsc balloon catheters, the kissing balloon technique was performed in the lmca to left anterior descending artery (lad) and lcx. The procedure was completed by implanting a non-bsc stent in the lmca-lad. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).